Event description:
The blood glucose device base had two contacts missing. It was reported by the manufacturer's evaluation department that there was melting on the 3rd and 4th contacts. No actions were taken or treatment was received as a result. A request was mad for the return of the suspect device and replacement product was sent.